Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13182, 2017865-2019-13184. It was reported that the patient presented in the hospital with endocarditis. The physician explanted the implantable cardioverter defibrillator system, particularly the device, right atrial lead, and right ventricular lead. The patient was recovering post-procedure.

Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned above normal elective replacement indicator. No anomalies were found.